Manufacturer narrative:
A visual examination of the returned ultrasonic scalpel revealed a small (0.5mm x 0.7mm) piece of debris inside the packaging. Infrared spectroscopy analysis identified the piece as silicone based. The most probable source of the debris was determined to be from a machine used during the reprocessing process.this is the first complaint stryker sustainability solutions has received for this type of issue so no trend analysis is available.

Event description:
It was reported that when pulling an ultrasonic scalpel from inventory there was a small "speck" on the handle of the device. The device was not used.